Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was not able to recover. A field service engineer while onsite, customer reported a failed foot on the station. The fse inspected the srm (smart remote manager), adjusted the latch mechanism, and tightened all related connections. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es fridge door was not recovering. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.